Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because they began leaking again. A cystoscopy confirmed urethral atrophy. The existing aus was explanted and replaced with a new one. The explanted aus was tested and functioned as intended. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.